Event description:
A 6mm diameter x 18mm length racer biliary stent system was inserted into a patient for the treatmetn of a renal artery lesion. The vessel tortuosity was moderate, and there was an acute take off of the left renal artery from the aorta. It is unknown if the lesion was predilated. It was reported that as the physician was advancing the stent delivery system into the renal artery, sheath position was lost. The stent was then retracted half way back into the sheath, and in doing so, half of the stent came off the balloon. An attempt was made to retract the entire system, and sheath back into the aorta; however, the remainder of the stent dislodged and hanging on the interventional wire. The stent was snared and retrieved from the vasculature. An assurant stent was used to complete the case. No additional clinical sequelae were reported. The delivery system was not returned to medtronic.